Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. No load step malfunctions were verified in the black box or were duplicated during testing. Multiple loss of prime warnings were verified in the black box and were found to be associated with occlusion alarms. During eval the force sensor was found to be out of calibration.

Event description:
The pt reported multiple loss of prime warnings that were continuous since they began one hour prior to the contact. She said that each time she received the warning, she disconnected from the infusion site and primed the pump. The pt noted that she then immediately received another warning. She stated that she replaced the cartridge without any improvement. The pt noted that the pump did not reboot, she did not change the battery, there were no alarms in the history, the cartridge cap was secure, and she did not expose the pump to extreme temperatures. She reported that once she noticed a few drops of insulin coming out of the end of the tubing during the load cartridge phase.